Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms was confirmed during the review of the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, log files were submitted for review. The submitted log file spanned approximately 2 days from 22oct2024 to 25oct2024. Throughout the log file, atypical power cable disconnect alarms were active associated with relative state of charge (rsoc) invalid faults. These alarms were active on either power lead while connected to either the mobile power unit (mpu) or 14 volt batteries. Additionally, atypical low voltage alarms were intermittently active throughout the log file while connected to battery power on the white power lead. These alarms are atypical in nature due to the alarms activating and clearing without a disconnection and reconnection of the power source. The alarms resolved on their own. There were no other notable events active in the log file. Pump operation was not affected. A root cause of the reported event was unable to be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having alarms when connect to the mobile power unit (mpu). Log files captured intermittent power cable disconnect/ low power hazard alarms on (B)(6) 2024. The log also captured intermittent low flow alarms as well as momentary low flow estimates when the calculated pi was elevated from (B)(6) 2024. Additional information stated that the system controller was exchanged. There were no alarms with mpu and new system controller. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event.